Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined. If additional information becomes available, a supplemental report will be submitted.

Event description:
Study: wu, t., sun, r., huang, y., wang, z., he, j., shen, s., yin, x., zhu, z., yang, w., & zhao, z. (2016). Partial splenic embolization of patients with hypersplenism by transradial or transfemoral approach: a prospective randomized controlled trial. Acta radiologica, 57(10), 1201-1204. Https://doi.org/10.1177/0284185115622076 was reviewed during internal quality system activities. The publication describes that the microspheres used in partial splenic embolization (pse) procedures have been associated with vasospasm, and pseudoaneurysm. "Study is to compare the radial and femoral access approaches for the partial splenic embolization (pse) procedure in patients with hypersplenism. Postoperative complications as vasospasm and pseudoaneurysm occurred at rates of 2.6% and 2.6% in the r-pse group and 2.2% and 2.2% in the f-pse group, respectively, without any statistical differences between the groups (p>0.05)."